Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.implant still implanted.

Event description:
It was reported the plug fragmented during final torquing. Segments of the plug remain implanted in patient.patient outcome: no adverse effects reported as a result of this event.